Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that surgeon removed gamma nail from patient's right hip due to the patient's femoral head decomposing. Converted to total hip utilizing restoration modular hip system.